Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the physician did not want to adjust the rate zones. Technical services recommended adding two seconds to smart charge if the physician is looking for a change. At this time, the device remains in service. No adverse patient effects were reported.